Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call that customer experienced high blood glucose. The blood glucose level at the time of the incident was 600 mg/dl and current blood glucose was 538 mg/dl. The customer treated with the manual injection. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering because they keep getting high blood glucose while on the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test. Device delivered a bolus properly. No under delivery anomaly noted.